Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. Cause of low bg was due to not having a continuous glucose monitoring session on the pump at the time of the event. Paramedics administered sugar water via infusion and glucose and the customer consumed carbohydrates and orange juice to address the bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.